Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient was implanted with a miniarc sling. After implantation, the patient experienced pain, dyspareunia, and "desired removal" of the device. No further patient complications were reported in relation to this event.